Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed grey horizontal lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full functional testing without duplicating the report. The color cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.